Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 517 mg/dl. The customer's other blood glucose is unknown. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated there was no insulin leaked into the reservoir compartment. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with manual injection, insulin drip and insulin pump. Troubleshooting was done for high blood glucose and under delivery. Based on customer¿s report customer does allege under delivery. The insulin pump will not be returned for analysis.